Event description:
It was reported that two days following a coronary artery drug eluting stenting treatment procedure, there was stent thrombosis and five days after that stent thrombosis again. In the index procedure, the vascular access was via the right femoral artery. The target lesion was located in a 98% stenosed, 2.75mm diameter, segment of the left anterior descending (lad) coronary artery. The lesion was not predilated. A 2.75x32mm taxus liberte' drug eluting stent was implanted in the lad. This was post dilated using a 2.5x20mm voyager balloon. Heparin was received during the procedure. Clopidogrel was prescribed post procedure. Two days following the index procedure, the pt experienced an acute anterior wall infarction. Coronary angiography revealed occlusion of the lad at the mouth of the taxus liberte stent. This was treated with angioplasty using a 2.75x20mm voyager balloon inflated twice to 6 bar for 59 seconds. Then a 3.0x12mm guidant vision stent was implanted into the lad stenosis at the mouth of the stent with a good result. Integrilin and heparin were administered during the procedure. Aspirin was prescribed for life and clopidogrel was prescribed for a least 6 months. Five days following this re-intervention coronary angiography revealed renewed occlusion of the proximal lad at the transition between the vision stent implanted on 6/14/2006 and the taxus stent. This was treated with multiple dilations using a 2.75x20mm and a 2.5x20mm voyager balloon. Integrilin was administered during the procedure. Aspirin was prescribed for life and clopidogrel was prescribed for a t least 6 months. The physician's opinion as to the relationship of the thrombosis to the taxus stent is unknown.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.